Manufacturer narrative:
During a follow up call on 09/30/2016, the customer confirmed bg level had stabilized. Per tandem's user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was a new pump user, and received a low blood glucose (bg) level of 54 mg/dl. The customer consumed juice and suspended insulin delivery to monitor bg level. Reportedly, the customer over-delivered insulin for the "pm" meal carbohydrates. System check with tandem technical support showed that the pump was performing as intended. Recommendation was made to consult with health care provider regarding diabetes management.